Event description:
The customer was vomiting and hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Advised customer to call md to discuss other possible causes of high bgs. Instructed customer to change the set and use manual injections as per md protocol.